Manufacturer narrative:
Upon receipt of additional information, this report will be completed under manufacturing report number 0002648920-2018-00031.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown femoral component, cat#: unknown, lot#: unknown. Unknown tibial tray, cat#: unknown, lot#: unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04963, 0001822565-2017-04964.

Event description:
It was reported that the patient is experiencing pain and swelling with the knee being warm to the touch. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical product- unknown bearing, cat#: unknown lot#: unknown.

Event description:
It is now know that the patient was revised due to a patella tendon rupture.